Event description:
Provider states that the left motor has no output and the right motor is making a ticking noise. Consumer advised provider that they were smelling a burning smell coming from the motors. Provider states they could not replicate the smell because they could not get the chair going. No additional information provided.